Event description:
A customer reported experiencing a tandem mobi cartridge alarm while using their insulin pump during the pumping process. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and did not require any third-party assistance. Reportedly, customer continued to use the pump for insulin therapy.